Event description:
The customer reported the kv suddenly rose to max and image went white. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated rebooted system and the system worked normally. Problem is highly intermittent. (B)(4).